Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump air sensor and the downstream occlusion seal were unattached and falling off, and the downstream occlusion seal was also bubbled. The issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal, air detector, and upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.